Event description:
A malfunction occurred on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was informed to call back if the issue arises again and acknowledged the instructions.